Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose over 400 mg/dl and treated with syringes. Blood glucose level was 261 to 291 mg/dl at the time of call. Customer thinks the insulin pump was not delivering insulin but did not get an alarm. During troubleshooting, customer confirmed there were no air bubbles. The insulin pump/reservoir was not replaced or returned for analysis.